Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was unable to control her blood glucose levels with the insulin pump or injections, and developed ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of the specification range during the occlusion test due to a faulty force sensor. However, the insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests.